Event description:
Started alarming and showing error code #4. Per manual. This is due to a mechanical block. Advised daughter to inspect the pump/tubing and remove any potential cause, then restart the device. Daughter says the device will not even let her restart it. It just keeps showing the error code when she turns it back on. No other info known. Pump will be replaced. Pt has a return box to return the defective pump. Reported to (B)(6) by pt/caregiver. Dose or amount: 52.5ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.